Event description:
It was reported that the patient had been in more pain. On the day of report, the patient was having a "bad day with pain". Her pain was located in her back. The device system was infusing morphine and an unknown drug. It was stated that the patient was "at max" with what could be done with morphine, but noted that morphine was the only drug that had given her any relief. It was later reported that the event was due to unknown "problems" with the intrathecal catheter. The healthcare provider (hcp) performed a side port study which showed problems with the catheter. The hcp noted that the patient would need a revision. The device system also delivered bupivacaine. It was later reported that the patient was awaiting revision of her intrathecal catheter.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4),implanted: 2003 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2010 (B)(6), product type accessory. (B)(4).